Event description:
A hospital in another country, reported via fisher & paykel healthcare's branch office that a pt developed septal damage following use of the bc series nasal prongs.

Manufacturer narrative:
To further ascertain the nature of this incident as reported, fisher & paykel healthcare ("fph") has raised an inquiry into the exact circumstances surrounding the event. We are currently awaiting a report from fph's branch office in another country. Following receipt of the clarification sought, we will submit our findings in the form of a f/u report.